Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. Upon inspection, engineering found the tissue bags fully intact. The units were actuated and engineering was able to replicate the bags detaching from the supports. The root cause of the bag coming off the prongs is either an external force pulling the bag away or retracting the deployment mechanism prior to full deployment. Per the instructions for use, the customer should "hold the inzii retrieval system in an upright position and push the thumb ring forward to deploy and advance the rim of the bag into the body cavity. The thumb ring must be pushed completely forward until it has reached its advancing endpoint, which is indicated by a stop." If the device is retracted prior to full deployment, the supports may retract away from the tissue bag and cause the tissue bag to fall off the supports when deployed. This report is being filed as a result of a re-review of applied medical complaints received between june 1, 2014 and may 31, 2016.  This retrospective review was associated with a quality management system (qms) compliance action plan developed and presented to FDA to address an april 10, 2015 warning letter. Applied medical has revised its MDR reporting criteria to be more conservative and has improved complaint handling and MDR reporting processes. The reviews ensured that recent reportable events were appropriately identified and reported to the designated regulatory authority(ies). This report, which represents the initial and final reports combined, is being submitted based on the findings of that retrospective review. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Lap chole - "retrieval bag broke in the process of deploying the bag. Pouch broke inside of the patient." Patient status - ok.